Event description:
International ((B)(6)) complaint received reporting component breakage incident involving one (1) yp2480 rotofine orbit device, lot# 1998197. It was reported "on (B)(6), new "katheter" applied on leg. After 1.5 days, the h/c pt noticed a broken or loose cannula portion was embedded into the leg". The pt sought medical attention/treatment and returned to baseline condition.

Manufacturer narrative:
MFR's investigation: one (1) used partial yp2480 was returned. Visual inspection of the returned yp2480 confirmed the reported component breakage. Microscopic analysis recorded the shank of the needle was visible within the bond area of the orbit base, thus concluding that the needle did not pull free from the bond joint. Based on the engineering evaluations, the yp2480 needle component was sheared off due to some repetitive or singular lateral force on the needle. Record analysis: a review of the manufacturing lot database for lot# 1998197 (manufacture date 10/2010) shows 900 units were manufactured, tested, inspected, and released. A three (3) year review of the MFR's complaint database for this list number/lot number and similar product issue recorded no add'l reports. Conclusion: the exact cause of the reported product experience appears to be a result of usage/unintended force.